Event description:
It was reported that the camera head exhibited cord cracking. The issue occurred during preparation for a procedure. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h3, h6, h11 the device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector electrical contact corrosion and cable watertight failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked cord, video connector electrical contact corrosion and cable watertight failure caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.